Event description:
The hill-rom field technician stated that he was doing preventative maintenance on this bed and found that when he applied the break, the break pedal would engage but the caster would not lock, bill stated that there was no reported injuries from this issue. Bill replaced the worn brake caster to repair this bed.